Event description:
While performing bench service for the device, it was identified by an authorized bench technician that the display for the unit was distorted and difficult to read. There was no patient involvement.